Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging ¿about certain philips accessories being recalled due to magnetic pieces that could cause pacemakers to fail. Stated his mother was using this device and passed away (B)(6) 2022 and concerned about this being linked to her passing.¿ no other clinical information or medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.